Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose. The customer¿s blood glucose level was 26 mg/dl at the time of the incident and current blood glucose was 133 mg/dl. The customer was treated with food and glucose tablets. The customer was advised to disconnect from the pump. The insulin pump will not be returned for analysis.